Event description:
I contracted covid-19 about a week ago. Unfortunately, the clinitest rapid covid-19 antigen self-test failed to detect the infection due to an insufficient quantity of buffer liquid in the test tube. After the swab with the mucus sample was inserted into the tube, it was unable to provide even a single drop of liquid for the test strip. I think that the insufficient buffer fluid was caused by manufacturing error or simply dried out over time. Lot numbers printed on the box: 2202062eua, 2202141eua lot numbers printed on the buffer tubes: 2022010390, expiry date: 2024, 06, 2022020329, expiry date: 2024, 07. Self-test failed to detect the infection due to an insufficient quantity of buffer liquid in the test tube. Reference report: mw5120160.